Event description:
It was reported to philips that the system lost power, preventing a full system boot. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.